Event description:
Customer reported experiencing occlusion alarms. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. Customer changed the infusion set and cartridge to resume insulin delivery.